Event description:
Patient had third treatment with picoway laser applied to the dorsum of the foot and she could not walk. She experienced severe pain the next day and she was assessed for second degree burns at the hospital. She was treated with dressings, analgesics, rest, elevation and antibiotics. She developed severe blistering of the region which then healed slowly over the ensuing months. To date she has been left with chronic, severe burning pain over the top of the foot, radiating into the lateral four toes. She is aware of slight numbness over the dorsum of the foot and the second to fifth toes. It is now several years since the injury. Her condition has stabilized and may be considered permanent.

Manufacturer narrative:
Patient received laser treatment on (B)(6) 2015 to the dorsum of the right foot for tattoo removal with a picoway laser system. Treatment parameters provided by the customer used during treatment (skin type: ii/iii, wavelength: 1064 nm, spot size: 5 mm, fluence: 0.9 j/cm2, pulses: 130) were within normal limits. Immediate post-treatment reaction is listed as patient having pain, marked swelling and redness, area was bandaged as patient had difficulties walking. It is indicated in the treatment parameter report that the patient had some signs of scarring under her tattoo with a large amount of ink left and little gaps between pulses. Treatment was performed during a training session by a candela clinical training personnel ((B)(4)) who was qualified on the use of the picoway laser system. Patient presented with burns and blisters on the dorsum of the right foot post-treatment. (No photos provided). Patient required medical attention post-treatment and was assessed for second degree burns on the right foot and treated with dressings, analgesics and antibiotics for intervention. Subsequently, the patient continued to receive treatments with analgesics, anti-inflammatory and anesthetic patches over the ensuing months. A further consultation with a neurologist resulted in a diagnosis dysesthesia as well as loss of sensation in both small and large sensory fibers in the distribution of the burn. Permanent injury is anticipated though patient condition has stabilized over the years. Based on the information provided, it is evident that the patient was treated per the guidelines in the picoway treatment guide as the operator used low energy during treatment. The recommended treatment settings for use with a 1064 nm with a 5 mm spot size is listed as skin type: ii/iii, ss: 5 mm fl 1.5-2.0 j/cm2. However, it should be noted that the site reported the patient as having pre-existing scaring underneath the tattoo removal location. A review of service record (B)(4) completed on 07/13/2015 for the picoway laser system used for treatment after reporting by the customer of loss of coverage identified a 532 nm zoom handpiece with misaligned aiming beam and a zoom hp with dirty lens. Fse replaced the zoom hp (pn: 7122-00-4052) because of the dirty lens and aligned the aiming beam on the 532 nm hp. Confirmed that the laser was operating within published specifications. Based on the information provided, cause cannot be traced to device as it was evaluated and confirmed to be operating within specifications. However, though inconclusive reported adverse event could be related to procedure or patient condition as patient had a underlying scar on the treated area which could have contributed to the adverse event. Reported problem resolved during service call visit by replacing the I/o board and confirming that unit was operating within specifications.